Manufacturer narrative:
.

Event description:
It was reported that the pt had an ileus due to a rectum carcinoma and underwent radiation therapy. No blue test was performed due to artificial anus and the tissue rings were complete but thick and strong. Two days after surgery insufficient anastomosis was suspected due to murky drainage liquids. They decided to wait. 4 days after initial surgery, they did a revision and saw that the anastomosis was completely opened, staples were present distal and proximal. No hint for blood circulation damage. On the fifth day the patient died due to sepsis with kidney failure.